Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were in the clinic and a clinician turned up their left ventricular (lv) lead "amperage" and it "almost threw the patient out of the chair." The patient stated they did not want the "amperage" turned up because it caused diaphragmatic stimulation. The patient stated it felt like "an alien was trying to get out" of their chest and they were experiencing constant side pulsing that "made them suicidal." The patient was frustrated with the actions. The lv lead remains in use. No further patient complications have been reported as a result of this event.